Event description:
The customer obtained a higher than expected vitros tropi es result from a single patient sample processed on a vitros eciq immunodiagnostic system. Tropi es result=1.536 vs. Expected < 0.012 ng/ml a biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result was not reported from the laboratory as the customer processed all samples with a tropi es assay request in duplicate. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a patient sample processed on a vitros eciq immunodiagnostics system. A definitive assignable cause for the event could not be determined. There was no evidence to suggest that an instrument or a reagent related issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The definitive assignable cause for the event is unknown. The investigation is on-going.